Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission. Date of explant is not known to the manufacturer.

Event description:
Related manufacturer reference number: 1627487-2019-14409, 1627487-2019-14410, 1627487-2019-14412. It was reported that the patient had their system explanted due to infection in (B)(6) 2019. Infection has since resolved.